Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the patient output connectors were cracked. It was also noted that the device failed functional testing with the printed circuit board being out of electrical specification. Also the lower and upper cases were broken, the keypad was damaged, the seal on the lower case was damaged, the battery drawer was damaged, the ring, ring cover and bails were missing, the release latch was sticky, there was white residue in the battery chamber, the heartwire contacts were worn. It was determined to scrap the device. (B)(4).

Event description:
It was reported that the ventricular connector was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Failure analysis was later performed on the device. The reported connector damage was noted, no other anomalies observed. Surge current, inactive current and a battery removal test passed. Localized cold and hot temperatures were applied to the main board and gentle pressure and tapping were applied to the main board, no anomalies were observed. Bench analysis could not reproduce the failures. A functional test also passed. Conclusion: could not reproduce the reported current failures.